Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The extended portion of the cannula measured greater than 6mm. It could not be conclusively determined if the cannula dislodged from the infusion site or if the device caused the reported high blood glucose levels. The adhesive pad was fully attached with no insufficient weld spots. Residual adhesion was felt when peeling the adhesive pad apart from itself. Due to the adhesive pad having been worn, the original state of it could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or cannula had dislodged from the infusion site or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 250 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent backwards and turned down. The mother stated the top of the adhesive near the cannula was coming loose and the cannula came out. As treatment, mother gave a correction bolus.